Event description:
Patient experienced skin irritation in the form of blisters, itching, and redness. Patient did seek medical attention and was prescribed medication. Prescription medication is unknown. Patient did follow skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.